Manufacturer narrative:
One medfusion® 3500 infusion syringe pump was returned for investigation. Visual inspection found the returned device to be in good condition with no noticeable external damage. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion tests, the check clutch alarm could not be duplicated. Further examination of the device found that the carriage nylon nut and lead screw nut were within manufacturing specification. Investigation was unable to determine the root cause of the check clutch error. The position potentiometer was recalibrated as a preventative measure. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
(B)(6) 2016. Devise evaluation is in progress; a supplemental report will be submitted once the device evaluation is complete.

Event description:
It was reported that the medfusion 3500 infusion pump displayed the check clutch /plunger message. No adverse event was reported; no further information was provided.